Manufacturer narrative:
The complaint device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11045; 2134265-2017-11360. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noticed that there are times that pullback does not stop. Also, there are times that pullback cannot be performed and the image was unable to be displayed. No patient complications were reported.